Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was missing data despite being in use. Additionally, it was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, customer did not bolus for a meal. At the time of the report with tandem technical support, customer did not take any actions to treat bg level. The customer was instructed to consult with healthcare provider regarding bg level.